Event description:
It was reported that during implant of the left ventricular (lv) lead the physician was unable to obtain adequate distal location for the lv lead within the coronary sinus (cs) branch. The lv lead was removed and was not replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that all conductors had blood/body fluid (not obstructed) and the lead was damaged at implant.